Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had air bubbles in the tubing. Blood glucose level at the time of the incident was 290 mg/dl. The customer stated that the her blood glucose levels rise when she notices the air bubbles. Blood glucose level at the time of the call was 82 mg/dl. Troubleshooting was performed and the customer felt that the issue had been resolved. The insulin pump will not be replaced or returned for analysis.